Event description:
The customer alleged that she received low readings using her contour meter. While troubleshooting, the customer alleged that she received a control test result of 6.6 mmol/l (119 mg/dl). The meter in question should have had the units of measure locked in mg/dl, so it's not clear how the units changed. No adverse events were alleged. The customer was advised to return her meter and test strips for evaluation. Replacement products were sent to the customer.